Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the foot likely caught vessel during closure, which was released when the foot was reopened, repositioned and closed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular thrombectomy (evt) interventional procedure using an 8f sheath. Reportedly, after foot retraction (step 4), resistance was felt when attempting to remove the device. Therefore, tension was released, the foot was redeployed, and after retraction again, the device was successfully removed. The lever had been closed completely and the foot had retracted prior to the attempts to remove the device. Hemostasis was not fully achieved with the prostyle sutures; therefore, manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.